Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported an intraocular lens (iol) was removed due to a "lens malfunction diopter change." The lens was replaced with a different diopter lens.

Manufacturer narrative:
Product evaluation: the lens was returned posterior surface up in the lens case. Solution is observed dried on the lens. The optic is cracked. The optic is torn/cut from the edge through the optic center. Product history records were reviewed and the documentation indicated the product met release criteria.the product investigation could not identify a root cause for the complaint of "lens malfunction, diopter change". A specific lens malfunction wasn't stated. Lens damage was observed. The observed lens damage is similar in appearance to handling related damage and damage from insertion and removal. In addition, information in the file indicated that the 19.5 diopter lens was replaced with a 21.0 diopter lens. This information may be suggestive that the root cause of the diopter change may be related to an error in selection of diopter. The replacement lens is the same model but a difference in power of 1.5 diopters. No further information provided. (B)(4).